Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 46 mg/dl was observed in the pump data logs. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The cgm session was terminated at 2:49 pm and not restarted until after 10:00 pm. The user did not enter current bg or carbohydrate grams when delivering boluses. The user overrode pump calculated bolus size recommendations and delivered boluses while still having insulin on board. Making bolus requests while still having insulin on board could lead to a low bg event. Not restarting the cgm session prevents the user from continuously monitoring bg and potentially addressing an impending low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 33 (mg/dl). Reportedly, the customer alleged that the low bg was due to an underlying pump issue. To treat the low bg level, the contact assisted the customer with a glucagon shot. Recommendation was made to consult with health care provider regarding diabetes management.